Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch the customer has experienced multiple events with the port breaking. The original intended procedure is immunotherapy administration. There was no harm to the patient. It was reported this occurred with four devices. This report addresses all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial medwatch indicated the report addresses 4 devices. Upon receipt of additional information from the customer, devices 2, 3, and 4 are now addressed in medwatch report 3006260740-2025-04690. This report will address the first device. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged infusion set(s) was inconclusive because the original, potentially implicated sample was not returned to bd for evaluation. The event details and provided information were evaluated. The investigation included the appropriate risk documentation. Additionally, this information was assessed for the potential of this event to be within scope of an existing CAPA or scar. Following a review of the entirety of this information, the root cause for this specific event was ultimately inconclusive. In this instance the implicated product sample would be required to confirm the event and assess the potential root cause. This complaint will be recorded for future trending and monitoring purposes.